Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving prialt and morphine at unknown concentrations and dosages via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient's pump was empty. The reason for the patient's pump being empty was unknown. The hcp's office wanted to know if the pump needed to be filled with saline or anything before they can fill it with the drug on (B)(6) 2017. The pump was refilled on (B)(6) 2017. The issue was considered resolved. No symptoms were reported. No further complications were reported.